Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s)pushing through tube wall,not completely through.") And device dislocation ("migration of the device/malposition of essure device location of device: fallopian tube") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyclobenzaprine since 2015, docusate sodium (doc-q-lace) since 2015, estrogens conjugated (premarin) since 2015, minivelle from 2015 to 2017, oxycocet (percocet) from 2015 to 2017, polyethyl. Glyc. W/potas. Chlor./sod. Bicarb. (Nulytely) since 2013, prednisone since 2015, sulfamethoxazole since 2015, tramadol hydrochloride (ultram) since 2015, valaciclovir hydrochloride (valtrex) since 2015 and vicodin since 2013. In 2008, the patient had essure inserted. In 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced cyst ("cyst") and endometriosis ("endometriosis"). From 2015 until 2017, the patient received ibupirac [ibuprofen] at an unspecified dose and frequency. On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fatigue ("fatigue"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with ondansetron (zofran), surgery (total vaginal hysterectomy with right salpingo-oophorectomy/salpingo-oophorectomy/ lysis of adhesion), surgery (total vaginal hysterectomy with right salpingo-oophorectomy/salpingo-oophorectomy/ lysis of adhesion) and surgery (total vaginal hysterectomy with right salpingo-oophorectomy/salpingo-oophorectomy/ lysis of adhesion). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, hot flush, vaginal haemorrhage, cyst, endometriosis and nausea outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, hormone level abnormal, hot flush, menometrorrhagia, menorrhagia, migraine, nausea, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2011 she underwent a total vaginal hysterectomy with right salpingo-oophorectomy.(one side removal of fallopian tube). On (B)(6) 2015 she underwent a laparoscopic left salpingo-oophorectomy and lysis of adhesions,salpingectomy (one side removal of fallopian tube). Product stop date reported as (B)(6) 2010, (B)(6) 2011, (B)(6) 2015 diagnostic results: on (B)(6) 2010 : cts/pelvis w/oral & IV con CT scan: clinical indication: right lower quadrant pain. Report: the essure stents are identified within each fallopian tube. On (B)(6) 2010, final pathological diagnosis: fallopian tube, right, segmental excision: 1. Multinucleated histiocytes in association with scattered lymphocytes, brownish granular pigment and yellowish-brown refractile material. 2. Presence of an intraluminal metallic coil. 3. Negative for features of endometriosis and malignancy. Gross description: portion of right fallopian tube" and consists of a 2.0 x 0.5 x 0.3 cm. Fragment of tubular pink tan tissue with attached metal coil. The specimen is serially sectioned to show a pink tan luminal surface with no definitive gross abnormalities. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : reporter added,product start date updated,concomitant drug ,event onset date added,event was clubbed- heavy abnormal menstruation/abnormal bleeding (vaginal, menorrhagia),migration of the device/malposition of essure device location of device: fallopian tube pain during intercourse/dyspareunia (painful sexual intercourse). Event was added- hot flashes, vaginal bleeding cyst, endometriosis, nausea, fallopian tube perforation on (B)(6) 2018: medical records received: no new information received incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced perforation caused by the device and migration of the device, amongst non-serious events. Approximately two years after essure insertion, plaintiff underwent a total vaginal hysterectomy with right salpingo-oophorectomy and four years later, she underwent a laparoscopic left salpingo-oophorectomy & lysis of adhesions. Uterine perforation and device migration are anticipated in the reference safety information for essure. The exact dates and mechanisms of dislocation and uterine perforation are not known, however, considering the events' nature, a causal relationship with essure was considered as related. This case was regarded as incident, as surgical interventions were required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration of the device") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), device dislocation (serious criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy abnormal menstruation"), dyspareunia ("pain during intercourse"), the first episode of abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), the second episode of abdominal pain ("cramping "), abdominal distension ("bloating"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy with right salpingo-oophorectomy/salpingo-oophorectomy/ lysis of adhesion). Essure was withdrawn. At the time of the report, the uterine perforation, pelvic pain, device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, first episode of abdominal pain, back pain, second episode of abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered uterine perforation, pelvic pain, device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, the first episode of abdominal pain, back pain, the second episode of abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2011 she underwent a total vaginal hysterectomy with right salpingo-oophorectomy. On (B)(6) 2015 she underwent a laparoscopic left salpingo-oophorectomy and lysis of adhesions. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced perforation caused by the device and migration of the device, amongst non-serious events. Approximately two years after essure insertion, plaintiff underwent a total vaginal hysterectomy with right salpingo-oophorectomy and four years later, she underwent a laparoscopic left salpingo-oophorectomy & lysis of adhesions. Uterine perforation and device migration are anticipated in the reference safety information for essure. The exact dates and mechanisms of dislocation and uterine perforation are not known, however, considering the events' nature, a causal relationship with essure was considered as related. This case was regarded as incident, as surgical interventions were required. A product technical analysis and further information are being sought. Further information will be obtained through the litigation process.